Event description:
It was reported that a patient underwent a laparoscopic endometriosis procedure on (B)(6) 2026 and suture was used. During a laparoscopic endometriosis procedure, at the end of the procedure when the patient was closed, the needle split into two parts at the eye after several stitches were made. The needle was handled with a needle holder. No excessive force was applied to the device. An identical reference device was used as a replacement. This incident had no clinical consequences for the patient but exposed her to a risk of material breakage in situ. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please confirm the lot number? I asked for confirmation from the service because the format seemed strange to me, but they reported lot 10c974. No further information available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 investigation summary: the product was returned to eth for evaluation. One needle-suture in two sections was received for analysis. Product code y422h. The complaint sample was not received for evaluation. On visual inspection of the returned sample, the needle was found to be broken into two fragments. The fracture occurred at a split in the swage area, and the surfaces of the fragments exhibited marks consistent with contact from a surgical instrument. The sample will be sent to hsa for further analysis due to the breakage. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance a manufacturing record evaluation was performed for the finished device 10c974 / y422h batch number, and non-conformances no related to the reported complaint condition were identified.